Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had pacing inhibition when electrocautery was used during a lung surgery even during magnet application. The field representative and the cardiologist had to turn the electro cautery protection mode on. The physician wanted to know in what circumstances this mode should be considered. A boston scientific technical services consultant explained that this would be a clinical decision as far as the surgery gets closer to the device, the more likely to consider electrocautery protection. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.